Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was broken and the pump was badly damaged, with both plunger cases broken and cracked on the top and bottom case. A review of the event history log found no motor rate error. An occlusion test was performed and found no problems. No fault was found with the pump. Based on the evidence, a root cause was unable to be determined.